Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The received drill bit shows that the complete fluted tip section (approx. 4mm) is broken off. The broken off portion was not returned is remaining in the patient¿s body. The shaft and the hex are otherwise still in good condition. Because of the damages, the complaint relevant dimensions cannot be checked to print specifications anymore. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. The raw material was confirmed to be correct per the specification. The received condition of the device is concordant with the complaint description and the complaint condition is confirmed. Based on the provided information we are not able to determine the exact cause of this complaint. We only can assume that a mechanical overloading situation or lateral stress has caused the breakage of the delicate 1.1 mm drill bit. Please also note; blunt drill bits require more mechanical power during the application. Check instruments for sound surfaces, and correct adjustment and function. Do not use severely damaged instruments, instruments with unrecognizable markings, corrosion, or blunt cutting surfaces. We conclude that the cause of failure is not due to any manufacturing non-conformances. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history lot: part number: 03.503.264. Synthes lot number: u290294. Supplier lot number: u290294. Release to warehouse date: 27-jul-2018. Manufacturing site: synthes monument. The raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter is synthes sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an unknown procedure on (B)(6) 2019, a drill bit was broken when the surgeon performed drilling. The broken tip was discarded but the shaft was retrieved. The procedure was finished without any other problem, although it was unknown how the procedure was completed. There were no broken fragments left in the patient's body. There was no surgical delay. Patient condition was stable. This report is for one (1) matrix 1.1mm drill bit/hxc 4mm stop/52mm . This is report 1 of 1 for (B)(4).